Event description:
After multiple attempts to cannulate the left common iliac artery, the physician was able to get a wire over into the left internal iliac artery. He could not get a 5 french catheter to track and so a 4 french catheter was placed, and ultimately could track across into the left internal iliac system. The stiff glidewire was then exchanged for a superstiff wire to allow better access. After this was done, the 4 french catheter was withdrawn with the intent to place a larger sheath. The catheter that was withdrawn was clearly not the complete catheter and magnified imaging revealed that there was still a portion of the catheter remaining in the left common and internal iliac artery (approximately 6 inches). A 4 french snare catheter was placed over the wire and snared the catheter at its distal end. The catheter in its entirety was retrieved. The procedure was able to be completed and patient tolerated the procedure well.====================== health professional's impression======================disease related.